Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon. He reported the patient continued to have poor vision, in part to the myopic surprise. The patient was also unhappy with his corrected visual acuity. He continued to experience glare. Following the procedure, the surgeon discovered the patient's macular drusen for mild-moderate age related macular degeneration (amd). The lens was exchanged. The patient is now happy and is no longer experiencing glare.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, and mail. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to poor vision, glare, halos, myopic surprise, iol malfunction, and newly discovered early macular degeneration. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Information provided by the health care professional indicated that the patient continued to have poor vision, in part to the myopic surprise. The patient was unhappy with visual acuity and glare. Following the procedure, the surgeon discovered the patient's macular drusen for mild-moderate age related macular degeneration (amd). The initial lens was exchanged for a different diopter lens. The patient is now happy and is no longer experiencing glare. (B)(4).